Manufacturer narrative:
Correction: g2 company representative should not have been checked.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. Further information was requested however was not provided.